Event description:
It was reported that pump experienced malfunction that showed malfunction code but did not follow any notable event. There was no adverse impact to the customer's blood glucose level. Customer had already reset pump before calling and malfunction did not recur, and technical support advised customer to continue using pump and to call back if malfunction appeared again, which customer acknowledged and understood.